Manufacturer narrative:
Qn#(B)(4). Additional information was received from the customer regarding clarification on the description of the event. The customer reports it was the peel away sheath of the device that split. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: patient with cardiac arrhythmia that requires dripping of amiodarone. PICC is requested, at the time of puncture, the guide is divided into two parts and produces extravasation in the patient's vein.

Manufacturer narrative:
(B)(4). Additional information received from the customer indicating that there was no damage to the vein. No patient injury and no intervention required.

Event description:
The customer reports: patient with cardiac arrhythmia that requires dripping of amiodarone. PICC is requested, at the time of puncture, the guide is divided into two parts and produces extravasation in the patient's vein.